Manufacturer narrative:
Retainer ring: black. Customer complained on (B)(6) 2021 the device alarmed pump error 15 and blank display. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored. No blank display or pump error 15 noted during testing. Device successfully downloaded to thumps. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power anomalies noted during testing or in the pump trace download. The formatted history file confirmed the pump alarmed pump error 15 alarm on (B)(6) 2021 11:29:33.000 due to software anomaly as per global logic analysis (B)(4). The electronic assembly, battery tube and battery cap were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No blank display or pump error 15 noted during testing. However, the formatted history file confirmed the device alarmed pump error 15 alarm on (B)(6) 2021 11:29:33.000 due to software anomaly as per global logic analysis (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a turn black and insulin pump did not react. Customer stated that they had a pump error earlier. Customer stated that test had been done and insulin pump getting back to use again. Customer stated that they replaced infusion set and now screen turns black and the insulin pump did not react. Customer stated that replacing the battery did not solve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.